Event description:
Thoracentesis performed. Catheter sheared off as it was pulled back into the needle and catheter tip retained in right pleural space. Physician stated they were unable to determine if the catheter was intact upon removal due to catheter being inside the needle and enclosed in opaque covering. The pt was taken back to surgery on (B)(6) 2007. Physician stated pt required surgery for tb regardless of the retained catheter. No damage from catheter noted.

Manufacturer narrative:
Unfortunately, the hospital is unwilling to release the sample at this time and therefore we are unable to determine the exact cause for the reported issue. If the sample becomes available we will reopen the investigation. A lot number was not provided either, therefore we were unable to perform a review of the device history record.